Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for malignant pain. Fluid started to build up in the pump pocket and catheter right after implant on (B)(6) 2015. The healthcare provider (hcp) repeatedly drained the fluid build up in the pump pocket and catheter tract. The pump was "not working whatsoever" with a return of pain since (B)(6) 2015. The patient was seen for a refill on (B)(6) 2015 at it was at this time the surgery was scheduled. A fluid culture was performed, results were not known. The pump was only refilled twice. Surgery was performed on (B)(6) 2015 to remove the fluid and cyst on the patient's spine. However, only the fluid was drained because an issue with the pump was discovered. The patient was told by the healthcare provider (hcp) the pump was not working at all; "no morphine going through the machine." The surgery was left unfinished and the patient was rescheduled for surgery on (B)(6) 2015 to remove the pump, catheter, cyst, and remove the fluid. The hcp then wanted to drain the patient's back again on (B)(6) 2015 because the area ballooned out. The pump was working fine before the issue. The patient was currently in "pain like crazy." The patient also had cancer and the pump was not helping. It was further reported the patient had an issue with their wrist "feeling paralyzed" and the inability to "grab up or down or move it" since (B)(6) 2015. The issue was getting worse to the point where the patient could not hold a spoon. No dye study or diagnostics were performed. The issue was discovered during the surgery. The patient had not updated their hcp about the current symptoms. Additional information was requested from the hcp regarding the specific device issue, what symptoms the patient experienced, diagnostics performed, and if the issue had been resolved with device explant. If additional information is received, a follow-up report will be submitted/the event will be updated.

Event description:
Additional information received from a healthcare provider (hcp) indicated the exudate cyst began 4 weeks after implant. The cyst was in the back wound. Chemical analysis and a culture was performed on the cyst. The cause of the cyst was not determined. There nothing was wrong with the pump. There were wound issues only . The system was explanted and the event resolved.